Event description:
The customer reported the evis exera iii video system center is not reading scopes or cameras. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device or reproduce the event, the root cause of the device¿s inability to detect the scope or camera head and no image being displayed could not be identified. However, it is likely the cause of no image being displayed is related to a faulty video connector. Olympus will continue to monitor field performance for this device.